Event description:
On (B)(6) 2008, it was reported to boston scientific corp that a wallstent endoprosthesis endoscopic biliary stent was placed. According to the complainant, during the stent placement procedure, "the marker band under fluoroscopy could not be seen." It was reported that the stent was placed "too far distally and it emerged into the duodenum." The stent was removed and replaced with a second wallstent endoscopic biliary stent. No pt complications were reported as a result of the reported event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device eval cannot be performed. The cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. The (B)(6) 2008, 15-month endoscopic covered biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).